Event description:
A draeger apollo anesthesia machine was being used for anesthesia in this pt. The machine had passed all of its self-check functions. The machine functioned well during the case in the pressure support mode of ventilation. At the end of anesthesia during pt emergence the machine was changed to manual ventilation mode. The pt could not be ventilated with the "bag". It became clear that the apl valve on the machine had failed and increased inspiratory pressure could not be delivered to the pt. Multiple attempts were made to allow the apl valve to function but nothing was successful. No harm occurred to pt as other means of ventilation were immediately available. Machine has been quarantined and drager has been contacted. Please be aware that we are aware of a report to be published in the next 2 months of identical failures in their draeger anesthesia machines at a different institution -- this appears to be a system-wide malfunction in these machines.